Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged the ipg approximately two years ago. As such, the ipg is inoperable. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Effective stimulation was restored following the procedure.